Event description:
Patient reported left side "bii, gel bleed, silicone was detected in capsule, particularly in the form of nanoparticles confirmed by testing, and the development of a heavy capsule of fibrosis" (baker grade unknown), and "silicone extravasates with foreign body granulomatous and silicone granulomas¿. Patient also reported "muscle and joint pain, eye problems, constant tiredness, sleep problems, hair and skin problems, heavy sweating at night, and fibrosis", which are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of gel bleed/varied injuries/fatigue/changes in sleep habits/anxiety-product/ procedure/ capsular contracture/myalgia/pain/other- medical/granuloma was requested on jan 31, 2025. Visual analysis of the photographs identified: ¿ gel bleed: not observed. ¿ varied injuries: unable to observe since it is not related to the device. ¿ fatigue: unable to observe as it is a medical event that is not related to the device. ¿ changes in sleep habits: unable to observe as it is a medical event that is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ myalgia: unable to observe as it is a medical event that is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ other - medical: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "gel bleed", "heavy capsule of fibrosis" (baker grade unknown), and "silicone extravasates with foreign body granulomatous and silicone granulomas¿. Clarification to d6a implant date: 2003 (year only received.)

Event description:
Patient reported left side "bii, gel bleed, silicone was detected in capsule, particularly in the form of nanoparticles confirmed by testing, and the development of a heavy capsule of fibrosis" (baker grade unknown), and "silicone extravasates with foreign body granulomatous and silicone granulomas¿. Patient also reported "muscle and joint pain, eye problems, constant tiredness, sleep problems, hair and skin problems, heavy sweating at night, and fibrosis", which are not device related. Device has been explanted.